Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The olympus service center could not confirm the customer's event. The device had a missing foot. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported there was no image displayed when the camera head and the video system was connected (while using the video out/coax port). Only gray, horizontal bars were displayed. No error codes were displayed. Another display was used; however, the issue persisted. The reported issue occurred while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. It was suspected that there was an issue with either the video system or the camera head. This report is being submitted for the no image issue. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. This report is being submitted for the video system (otv-sc) under the medwatch with patient identifier (B)(6). The issue with the camera head (maj-554) is being reported on the medwatch with patient identifier (B)(6).